Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device, resulting in hyperglycemia and hospitalization. It was further reported that the adapter looked like it hasn't been changed for a very long time, and the insulin ran out at the top of the cartridge. No information regarding exact treatment in hospital was provided.